Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The distal delivery tip (ddt) was sheared off the pusher assembly 183.0 cm from the proximal end. The smart coil ddt was sheared and, therefore, the smart coil could not be functionally tested for advancement and retraction through an rotating hemostasis valve (rhv). Conclusions: evaluation of the returned device revealed that the smart coil pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the rhv is not opened prior to retracting the device out of the microcatheter, resistance may be encountered and damage such as a fractured pusher assembly may occur. An over-tightened rhv may have also contributed to the reported resistance felt while advancing the coil pass the rhv. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). It was noted that the patient had slightly tortuous vessels. During the procedure, the physician placed two non-penumbra coils and one smart coil into the target vessel using a non-penumbra microcatheter. While advancing a new smart coil through the rotating hemostasis valve (rhv), the physician encountered resistance but was able to deploy and detach the coil into the target vessel. It should be noted that the physician indicated that the rhv may have been opened insufficiently. Next, the physician attempted to retract the smart coil pusher assembly and felt a slight resistance. It was then observed that something remained in the rhv. Upon removal of the object from the rhv, it turned out that the length of the object was three centimeters. At the same time, the hospital staff noticed that the distal delivery tip (ddt) of the pusher assembly was fractured and concluded that the three centimeter object may be the ddt. Therefore, the physician used a syringe to confirm back flow from the microcatheter and to confirm that there were no fragments of the fractured part of the pusher assembly inside the microcatheter. Thereafter, the procedure was completed using the same microcatheter, a new rhv and additional coils. There was no report of an adverse effect to the patient.